Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 6fr powerline d/l catheter was received for evaluation. Gross visual, microscopic, tactile and functional testing were performed. The investigation is confirmed for the reported fluid leak as the red luer was noted to have a leak at the proximal end of the hub upon infusion. However, the investigation is inconclusive for the reported catheter fracture as there is no objective evidence to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post chronic catheter placement, the red lumen at the hub was allegedly found to be leaking when being flushed and locked off. It was further reported that the catheter allegedly had a crack. Reportedly, the catheter was removed and replaced with another catheter. There was no reported patient injury.

Event description:
It was reported that during a chronic catheter placement procedure, the red lumen at the hub was allegedly found to be leaking when being flushed and locked off. It was further reported that the catheter allegedly had a crack. Reportedly, the catheter was removed and replaced with another catheter. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 : device pending return.